Event description:
It was reported that the mx60 intraocular lens was inserted into the pt's eye and removed intraoperatively due to damaged haptic that was noted during insertion. An accuject 2.2 inserter was used. The incision was slightly enlarged to exchange the lens, but sutures were not needed to close the wound. No further complications post operation reported. Additional info has been requested. Please ref MDR#: 1119279-2012-00332 for the lens.

Manufacturer narrative:
The delivery device will not be returned to b+l for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.